Event description:
Boston scientific received a call from the patient's spouse stating he passed away in early-(B)(6) 2014. There were no allegations, but the spouse did state the patient had a lead with an issue that was fixed (didn't specify which lead), but the death occurred a few weeks after that. The field representative responsible for the patient's territory was contacted and was unaware of the patient's death or any prior lead issues that would have occurred a few weeks before then. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.